Event description:
It was reported that a skin irritation causing pain, skin peeling, and yellow liquid drainage had occurred while wearing the pod for longer than 72 hours. Symptoms occurred when the pod was being removed. Patient was unable to use the pump and temporarily used injections to control blood glucose levels. Patient visited (B)(6) hospital wherein the physician prescribed clennil 100mmg and hydrocortisone 100 mcg. A new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: unknown. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.